Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported sparking at the power cord. The power cord was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The logs in zed confirm that readings have sent as of (B)(6) 2024, confirming replacement of the reported device resolved the issue. Multiple gfe attempts were made and documented in the communications hub, but device return information could not be obtained. In the case more information is received that may contribute to the conclusion of this investigation, the investigation will be re-opened and undergo additional investigation activities, as appropriate.